Manufacturer narrative:
(B)(4). Device evaluation has begun; however, a conclusion is not yet available.this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, that during an unspecified procedure, the cxi support catheter became stuck at the hub of the catheter and could not be advanced further. Another manufacturer's wire guide was advanced into the complaint device from the proximal end when it became lodged in the hub. Another manufacturer's catheter was used instead and the procedure was successfully completed without any patient adverse effects. Upon receipt of the complaint device by the manufacturer, it was noted the catheter had skive damage (thin layers cut off) which ran almost the full length of the device leaving the braided wire of the shaft exposed approximately 28.1cm from the distal tip.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, instructions for use (IFU), quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of what appeared to be skive damage. This damage was noticed on the full length of the outside of the shaft of the device. Measuring from the strain relief, a kink was visible at a distance of 146.2 cm. There was tip damaged and out of round, and it looked jagged (but not sharp). A sample 0.018 wire guide was used to check for any blockages in the cxi; however, the wire guide could not be inserted into the hub. An attempt was made to insert the wire guide into the distal tip, and the wire stopped at a distance of 47.5 cm from the distal tip of the device. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, the root cause was determined to be related to the device manufacturing process. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.